Event description:
Due to hardness of bone, 2 mm drill bit was broken during attempted placement of one of the suture tunnels. Surgeon determined it would cause more damage to remove the broken drill bit piece and left it in place. Patient aware. Bit was part of drill set; no numbers available.